Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system alarm during prime. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated insulin was squirting out during the manual prime process. The customer stated that the insulin pump was not dropped or bumped prior to the alarm occurring. The customer stated that the drive support cap appears normal. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump received compromised force sensor system alarm during basic occlusion test due to faulty force sensor resistance (gold). Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test due to compromised force sensor system alarm. However, insulin pump passed rewind test and displacement test. Insulin pump had cracked reservoir tube window, cracked case at reservoir tube window corners.